Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message during the liquid level detection check. No death or serious injury was associated with this incident.